Event description:
Related manufacturer reference number: 1627487-2022-04472. It was reported two leads had high impedance values. As a result, the physician replaced both leads to address the issue.

Manufacturer narrative:
Date of event estimated. A patient experienced autoreducing due to high impedance was reported to abbott. As a result, both leads were explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.